Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and failed. Receiver charge and boot test was performed and failed. Speaker/vibrator resistance test was performed and passed. Internal visual inspection was performed and passed; performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.